Event description:
It was reported that a transmission was performed for the implantable cardioverter defibrillator however, no transmission was available in the session records. It was noted that the error was caused by the device with one or more of their parameter settings are incorrect. Since the patient was able to send a transmission on the second attempt, no further intervention was performed. There were no patient consequences.